Manufacturer narrative:
System analysis/service repair on (B)(6) 2015: the reported ¿console short circuited during warm up time" and console does not start, issue was verified and determined to be faulty rear circuit breakers. The optics was noticed to be burned. The system was tested and verified to meet manufacturer¿s specifications. The two rear circuit breakers and the high reflector that were replaced were not returned to ams.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a few times after starting console, laser short circuited the operating room." The physician used an alternative method (lithoclaste) to complete the procedure. Additional information was not reported. No injury was reported.